Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to insulation damaged near the spiral electrodes or proximal of the spiral electrodes as the guidewire poked through this lv lead. This lv lead was replaced with the same model, not implanted and will be returned for analysis. No adverse patient effects were reported.